Event description:
Due to the patient/lay person's non-working phone number, this senior medical surveillance specialist will sent a letter to the patient. This specialist reviewed the customer care advocate's (cca's) documentation regarding the patient's 2009 complaint. Attempting to test at 4 pm nine days prior, the patient's onetouch ultra2 meter prompted error 1. The patient reportedly injected less lantus insulin, either 28 mg or less. At noon the following day, the patient had "hypoglycemic symptoms". The patient did not describe the symptoms. The patient was taken to the ER where his blood glucose was 52 mg/dl on the ER meter, also around noon. The patient was treated with IV glucose. It would be helpful to know: if the patient was also symptomatic at 4 pm, when the patient typically takes his lantus; whether he used a backup meter; if he was also treated before being taken to ER and if so, who provided treatment and; did the patient eat dinner and breakfast and lunch that two days. The alleged ER 1 issue was not resolved. Because the patient alleged being unable to obtain a blood glucose result due to an er1 and then receiving treatment due to low blood glucose the following day, the complaint is reported. The cca replaced meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.